Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported that the needle sftygld 25x1 rb mck experienced difficulty engaging the safety mechanism. The following information was provided by the initial reportrer: no sample available, mail complaint is that the safety feature doesn't slide smoothly and the customer's staff prefers a safety slide that is smooth, w/out resistance. Customer complaining how hard it is to one hand slide the safety over the top of the needle compared to our old brands.